Event description:
There was a report of a cartridge change error with the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and confirm the integrity of the cartridge's o-ring, ensuring it was undamaged and properly placed, and also to successfully complete the loading process onto the pump, allowing them to resume insulin administration.